Manufacturer narrative:
Annex b: b22. Annex c: c20. Annex d: d16. Annex b: b01. Annex c: c16. Annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of failed simultaneous display. Was confirmed. On11-dec-24, lvp was received unboxed and with paperwork. Lvp fails asft simultaneous display visual testing. Display board u4 led installed upside down. The noted issue did not impact functional device performance or patient safety. Defective material from supplier. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace lvp display board. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed simultaneously display. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had failed simultaneously display. There was no patient involvement.

Event description:
It was reported that the device had failed simultaneously display. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacturer narrative.